Event description:
Olympus inspected the device at olympus repair center and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off in several places. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. The bending section could not be bent upwards due to the broken angle wire. There was a wrinkle on the insertion tube. The device has been repaired once in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, or storage environment. -from the device inspection results, peeling of the coating on the insertion section was confirmed. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and storage environment. -in the past similar cases, the cause was surmised to be physical stress, chemical stress, and storage environment. Since the instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected for irregularities, the user can properly detect the reported event. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. The user can reduce / prevent the occurrence of the reported event by following the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.